Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), tooth disorder ("excessive dental issues"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), urinary tract infection ("frequent infections including urinary tract and bacterial infections"), bacterial infection ("frequent infections including urinary tract and bacterial infections"), fatigue ("chronic fatigue"), headache ("severe headaches"), arthralgia ("joint pains"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain") and dysgeusia ("persistent metallic taste in her mouth"). The patient was treated with surgery (surgery to remove essure coils was performed on (B)(6) 2016). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, tooth disorder, dyspareunia, alopecia, abdominal distension, rash, abnormal weight gain, urinary tract infection, bacterial infection, fatigue, headache, arthralgia, depression, anxiety, abdominal pain and dysgeusia outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, back pain, tooth disorder, dyspareunia, alopecia, abdominal distension, rash, abnormal weight gain, urinary tract infection, bacterial infection, fatigue, headache, arthralgia, depression, anxiety, abdominal pain and dysgeusia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Consumer underwent a surgery to have essure coils removed around 10 years after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), tooth disorder ("excessive dental issues"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), urinary tract infection ("frequent infections including urinary tract and bacterial infections"), bacterial infection ("frequent infections including urinary tract and bacterial infections"), fatigue ("chronic fatigue"), headache ("severe headaches"), arthralgia ("joint pains/ hip pain"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), dysgeusia ("persistent metallic taste in her mouth"), groin pain ("stabbing me in my groin area") and chest pain ("major chest pain"). The patient was treated with surgery (surgery to remove essure coils was performed on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, tooth disorder, dyspareunia, alopecia, abdominal distension, rash, abnormal weight gain, urinary tract infection, bacterial infection, fatigue, headache, arthralgia, depression, anxiety, abdominal pain, dysgeusia, groin pain and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, arthralgia, back pain, bacterial infection, chest pain, depression, dysgeusia, dyspareunia, fatigue, groin pain, headache, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder and urinary tract infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿groin pain, chest pain" were added. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 2-dec-2019: information received via social media: new events - groin pain, chest pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, incisional hernia, pelvic adhesions and endometriosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), tooth disorder ("excessive dental issues"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), urinary tract infection ("frequent infections including urinary tract and bacterial infections"), bacterial infection ("frequent infections including urinary tract and bacterial infections"), fatigue ("chronic fatigue"), headache ("severe headaches"), arthralgia ("joint pains/ hip pain"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), dysgeusia ("persistent metallic taste in her mouth"), groin pain ("stabbing me in my groin area") and chest pain ("major chest pain"). The patient was treated with surgery (da vinci-assisted hysterectomy with bilateral salpingectomy,lysis of omental adhesions,cystoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, tooth disorder, dyspareunia, alopecia, abdominal distension, rash, abnormal weight gain, urinary tract infection, bacterial infection, fatigue, headache, arthralgia, depression, anxiety, abdominal pain, dysgeusia, groin pain and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, arthralgia, back pain, bacterial infection, chest pain, depression, dysgeusia, dyspareunia, fatigue, groin pain, headache, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder and urinary tract infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿groin pain, chest pain" were added. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, incisional hernia, pelvic adhesions and endometriosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), tooth disorder ("excessive dental issues"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), urinary tract infection ("frequent infections including urinary tract and bacterial infections"), bacterial infection ("frequent infections including urinary tract and bacterial infections"), fatigue ("chronic fatigue"), headache ("severe headaches"), arthralgia ("joint pains/ hip pain"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), dysgeusia ("persistent metallic taste in her mouth"), groin pain ("stabbing me in my groin area") and chest pain ("major chest pain"). The patient was treated with surgery (da vinci-assisted hysterectomy with bilateral salpingectomy,lysis of omental adhesions,cystoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, tooth disorder, dyspareunia, alopecia, abdominal distension, rash, abnormal weight gain, urinary tract infection, bacterial infection, fatigue, headache, arthralgia, depression, anxiety, abdominal pain, dysgeusia, groin pain and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, arthralgia, back pain, bacterial infection, chest pain, depression, dysgeusia, dyspareunia, fatigue, groin pain, headache, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder and urinary tract infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿groin pain, chest pain" were added. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunchon at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change.medical records received- new reporter,medical history, removal procedure were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), tooth disorder ("excessive dental issues"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), urinary tract infection ("frequent infections including urinary tract and bacterial infections"), bacterial infection ("frequent infections including urinary tract and bacterial infections"), fatigue ("chronic fatigue"), headache ("severe headaches"), arthralgia ("joint pains"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain") and dysgeusia ("persistent metallic taste in her mouth"). The patient was treated with surgery (surgery to remove essure coils was performed on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, tooth disorder, dyspareunia, alopecia, abdominal distension, rash, abnormal weight gain, urinary tract infection, bacterial infection, fatigue, headache, arthralgia, depression, anxiety, abdominal pain and dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, arthralgia, back pain, bacterial infection, depression, dysgeusia, dyspareunia, fatigue, headache, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder and urinary tract infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Consumer underwent a surgery to have essure coils removed around 10 years after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.